Event description:
The home pt reported a 2240 alarm during drain 2/2 of automated peritoneal dialysis treatment with the homechoice machine. The pt reported they had disconnected from their pt line to answer the door and then re-connect causing the alarm. The pt discontinued treatment and finished their treatment with a manual exchange. There was no pt injury or medical intervention associated with this incident according to the pt.